Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed and the reported (erbe not detected during use) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The erbe generator was visually inspected and evaluated for its electrical characteristics which showed no issues), however, a potential cause can be attributed to an electrical issue within the erbe generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the integrated electrosurgical unit (iesu) was not detected by the robot. The technical support engineer (tse) asked them to check cables at the back side of iesu, it was properly connected. Caller stated that at the beginning, the iesu worked well. Tse asked her to restart the iesu, no change. Tse asked her to restart the robot, no change. Tse asked her if they can use the external pedal, it was not really clear if that worked but the surgeon did not want to work with an external generator. The system is down. The procedure was aborted, there was no indication of patient injury.